Event description:
It was reported that a young child underwent a surgical procedure on an unknown date and suture was used. The patient developed a wound infection and wound dehiscence after the suture was placed seven weeks ago. The surgeon found the suture to still be intact in the deep dermal layer of the skin of the elbow. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.